Manufacturer narrative:
Investigation: visual inspection revealed that the seal and the tension spring assembly were inside the delivery tube. The seal was rolled, but extended halfway outside the tube. The seal had cracked along the third ring from the center and along the second rim from the edge. The white collar was not present; the plunger had been partially depressed. The device was bloody. Based upon these findings, the reported complaint "seal did not deploy" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4) .

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii proximal seal did not deploy. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.